Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that since 8 months ago they had been having problems with the communicator not connecting, and they thought they needed to replace the communicator. The patient also stated that the communicator wouldn't hold a charge. During the call, the patient mentioned they had the lockout screen, and they only had 1 bolus left. The agent had the patient close all applications and then had the patient connect again to their pump. The patient mentioned getting stuck at 90%. The agent provided instructions on how to clear the data on the handset after which the patient tried connecting again and confirmed they were able to connect faster. The agent reviewed the connection lag issue with the patient. During the call, the patient clarified about the communicator not holding a charge, explaining that sometimes the communicator wouldn't turn green even after they charged it for half a day; it only showed the orange light. The agent reviewed the indicator lights with the patient. The patient was going to monitor the communicator and call back if the issues persisted.